Event description:
On 06/29/10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that in (B)(6) 2007, the pt was administered heparin while at a hospital and a dialysis center, and experienced, among other symptoms, heart problems, increased sweating, chest pain, abdominal pain, decreased blood pressure, throat swelling, nausea, vomiting, headache, skin redness, low energy, and excessive bleeding. Upon info and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin. Shortly thereafter, the pt began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin. The pt passed on (B)(6) 2007.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 1.2 inr on the coaguchek xs system. An unspecified time later that same day, patient was admitted to the hospital for bleeding gums; she tested 11 something (inr) using professional method. Caller did not know what medical treatment the patient received, or her current condition. Requested return of suspect system and replacement was sent.